Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ferritin on an e module analyzer. The sample initially resulted as 8.18 ng/ml and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2016, resulting as 1069 ng/ml. The physician believed the 1069 ng/ml value to be correct. The patient was not adversely affected. The ferritin reagent lot number was 13307000, with an expiration date of 06/30/2017. A specific root cause could not be determined based on the provided information. The most likely root cause may be related to temporary bubbles or foam on the sample surface. A general reagent issue can most likely be excluded.